Manufacturer narrative:
The ge representative performed an on site investigation. The receptacle was replaced and the interconnect cable was seated. The system operates as intended.

Event description:
The customer reported the interconnect cable was unable to seat into the system receptacle due to a bent pin. No report of pt injury.